Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included myalgia, myositis, cesarean section, tonsillectomy, vaginal discharge, anemia, cyst of ovary, bleed in luteal cyst, ovarian haemorrhage and fibromyalgia. Hemoglobin went as low as 7.4. Hemoglobin was 12,. Previously administered products included for pregnancy prevention: mirena from 2004 to (B)(6) 2009. In 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and complication of device insertion ("any complications or problems that occurred at the time of essure placement:one coil could not be place in the tube"). The patient was treated with blood transfusion, auxiliary products and surgery (surgical removal of coil(s) unilateral oophorectomy - right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, headache, depression, anxiety, dysmenorrhoea, female sexual dysfunction, migraine and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: fluid throughout abdomen and pelvis. The hemorrhage is originating within the pelvis. Hemorrhagic corpus luteum(right ovarian hemorrhage). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: this to be a hemorrhage. Computerised tomogram abdomen - on an unknown date: findings: there is prominent fluid within the abdomen. Liver, spleen, pancreas, gallbladder, adrenal glands and kidneys unremarkable. There is dense material within the pelvis. There is also active extravasation of IV contrast identified. Previously documented iud is not definitely identified. There are metallic densities within right pelvis. Uterus and ovaries are not well visualized. Impression: fluid throughout abdomen and pelvis. Dense material within pelvis along with active extravasation consistent with hemorrhage. This information called to dr. On (B)(6) 013 at 1606 hrs. The hemorrhage is originating within the pelvis. In the proper clinical setting, this could be due to ruptured ectopic pregnancy, but a bleeding ovarian neoplasm or other etiology cannot be excluded. Diagnosis: corpus luteum cyst or, acute post hemorrhagic anemia, hemorrhagic, tubal ligation status, myalgia and myosis, attention disorder with hyperactivity. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on an unknown date: a possible cystic mass in the abdomen with fluid and she was seen acutely. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, mental anguish, did not undergo essure confirmation test, dysmenorrhea (cramping),dyspareunia, migraines / headaches and any complications or problems that occurred at the time of essure placement: one coil could not be place in the tube added. Medical history, lab data, lot number, treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included myalgia, myositis, cesarean section, tonsillectomy, vaginal discharge, anemia, cyst of ovary, bleed in luteal cyst, ovarian haemorrhage and fibromyalgia. Hemoglobin went as low as 7.4. Hemoglobin was 12,. Previously administered products included for pregnancy prevention: mirena from 2004 to (B)(6) 2009. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),") and migraine ("migraines/ migraine/headaches"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), complication of device insertion ("any complications or problems that occurred at the time of essure placement:one coil could not be place in the tube/left essure placement unsuccessful"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:rash/skin condition") and post procedural complication ("post removal complications-yes"). The patient was treated with blood transfusion, auxiliary products and surgery (surgical removal of coil(s) unilateral oopherectomy - right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and dermatitis allergic had resolved and the headache, depression, anxiety, dysmenorrhoea, female sexual dysfunction, migraine, complication of device insertion and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: fluid throughout abdomen and pelvis. The hemorrhage is originating within the pelvis. Hemorrhagic corpus luteum(right ovarian hemorrhage) discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: this to be a hemorrhage. Computerised tomogram abdomen - on an unknown date: findings: there is prominent fluid within the abdomen. Liver, spleen, pancreas, gallbladder, adrenal glands and kidneys unremarkable. There is dense material within the pelvis. There is also active extravasation of IV contrast identified. Previously documented iud is not definitely identified. There are metallic densities within right pelvis. Uterus and ovaries are not well visualized. Impression: fluid throughout abdomen and pelvis. Dense material within pelvis along with active extravasation consistent with hemorrhage. This information called to dr. On (B)(6) 2013 at 1606 hrs. The hemorrhage is originating within the pelvis. In the proper clinical setting, this could be due to ruptured ectopic pregnancy, but a bleeding ovarian neoplasm or other etiology cannot be excluded. Diagnosis: corpus luteum cyst or, acute post hemorrhagic anemia, hemorrhagic, tubal ligation status, myalgia and myosis, attention disorder with hyperactivity.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on an unknown date: a possible cystic mass in the abdomen with fluid and she was seen acutely. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for vaginal bleeding & menorrhagia was updated to recovered to resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included myalgia, myositis, cesarean section, tonsillectomy, vaginal discharge, anemia, cyst of ovary, bleed in luteal cyst, ovarian haemorrhage and fibromyalgia. Hemoglobin went as low as 7.4. Hemoglobin was 12,. Previously administered products included for pregnancy prevention: mirena from 2004 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),") and migraine ("migraines/ migraine/headaches"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), complication of device insertion ("any complications or problems that occurred at the time of essure placement:one coil could not be place in the tube/left essure placement unsuccessful"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:rash/skin condition") and post procedural complication ("post removal complications-yes"). The patient was treated with blood transfusion, auxiliary products and surgery (surgical removal of coil(s) unilateral oopherectomy - right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and dermatitis allergic had resolved and the headache, depression, anxiety, dysmenorrhoea, female sexual dysfunction, migraine, complication of device insertion and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: fluid throughout abdomen and pelvis. The hemorrhage is originating within the pelvis. Hemorrhagic corpus luteum(right ovarian hemorrhage) discrepancy noted: date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: this to be a hemorrhage. Computerised tomogram abdomen - on an unknown date: findings: there is prominent fluid within the abdomen. Liver, spleen, pancreas, gallbladder, adrenal glands and kidneys unremarkable. There is dense material within the pelvis. There is also active extravasation of IV contrast identified. Previously documented iud is not definitely identified. There are metallic densities within right pelvis. Uterus and ovaries are not well visualized. Impression: fluid throughout abdomen and pelvis. Dense material within pelvis along with active extravasation consistent with hemorrhage. This information called to dr. On (B)(6) 2013 at 1606 hrs. The hemorrhage is originating within the pelvis. In the proper clinical setting, this could be due to ruptured ectopic pregnancy, but a bleeding ovarian neoplasm or other etiology cannot be excluded. Diagnosis: corpus luteum cyst or, acute post hemorrhagic anemia, hemorrhagic, tubal ligation status, myalgia and myosis, attention disorder with hyperactivity.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on an unknown date: a possible cystic mass in the abdomen with fluid and she was seen acutely.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included myalgia, myositis, cesarean section, tonsillectomy, vaginal discharge, anemia, cyst of ovary, bleed in luteal cyst, ovarian haemorrhage and fibromyalgia. Hemoglobin went as low as 7.4. Hemoglobin was 12,. Previously administered products included for pregnancy prevention: mirena from 2004 to (B)(6) 2009. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),") and migraine ("migraines/ migraine/headaches"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), complication of device insertion ("any complications or problems that occurred at the time of essure placement:one coil could not be place in the tube/left essure placement unsuccessful"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy:rash/skin condition") and post procedural complication ("post removal complications-yes"). The patient was treated with blood transfusion, auxiliary products and surgery (surgical removal of coil(s) unilateral oopherectomy - right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and dermatitis allergic had resolved and the menorrhagia, vaginal haemorrhage, headache, depression, anxiety, dysmenorrhoea, female sexual dysfunction, migraine, complication of device insertion and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: fluid throughout abdomen and pelvis. The hemorrhage is originating within the pelvis. Hemorrhagic corpus luteum(right ovarian hemorrhage) discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: this to be a hemorrhage. Computerised tomogram abdomen - on an unknown date: findings: there is prominent fluid within the abdomen. Liver, spleen, pancreas, gallbladder, adrenal glands and kidneys unremarkable. There is dense material within the pelvis. There is also active extravasation of IV contrast identified. Previously documented iud is not definitely identified. There are metallic densities within right pelvis. Uterus and ovaries are not well visualized. Impression: fluid throughout abdomen and pelvis. Dense material within pelvis along with active extravasation consistent with hemorrhage. This information called to dr. On (B)(6) 2013 at 1606 hrs. The hemorrhage is originating within the pelvis. In the proper clinical setting, this could be due to ruptured ectopic pregnancy, but a bleeding ovarian neoplasm or other etiology cannot be excluded. Diagnosis: corpus luteum cyst or, acute post hemorrhagic anemia, hemorrhagic, tubal ligation status, myalgia and myosis, attention disorder with hyperactivity. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on an unknown date: a possible cystic mass in the abdomen with fluid and she was seen acutely. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: post procedural complication, allergic reactions, abdominal pain were added. Event outcome updated for pain and allergy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 33-year-old female patient who had essure (batch no. 675117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included myalgia, myositis, cesarean section, tonsillectomy, vaginal discharge, anemia, cyst of ovary, bleed in luteal cyst, ovarian haemorrhage and fibromyalgia. Hemoglobin went as low as 7.4. Hemoglobin was 12,. Previously administered products included for pregnancy prevention: mirena from 2004 to 30-nov-2009. In 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("headaches,"), depression ("psychological or psychiatric problems condition: depression,"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and migraine ("migraines"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and complication of device insertion ("any complications or problems that occurred at the time of essure placement:one coil could not be place in the tube"). The patient was treated with blood transfusion, auxiliary products and surgery (surgical removal of coil(s) unilateral oophorectomy - right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, headache, depression, anxiety, dysmenorrhoea, female sexual dysfunction, migraine and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: fluid throughout abdomen and pelvis. The hemorrhage is originating within the pelvis. Hemorrhagic corpus luteum(right ovarian hemorrhage) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: this to be a hemorrhage. Computerised tomogram abdomen - on an unknown date: findings: there is prominent fluid within the abdomen. Liver, spleen, pancreas, gallbladder, adrenal glands and kidneys unremarkable. There is dense material within the pelvis. There is also active extravasation of IV contrast identified. Previously documented iud is not definitely identified. There are metallic densities within right pelvis. Uterus and ovaries are not well visualized. Impression: fluid throughout abdomen and pelvis. Dense material within pelvis along with active extravasation consistent with hemorrhage. This information called to dr. On (B)(6) 2013 at 1606 hrs. The hemorrhage is originating within the pelvis. In the proper clinical setting, this could be due to ruptured ectopic pregnancy, but a bleeding ovarian neoplasm or other etiology cannot be excluded. Diagnosis: corpus luteum cyst or, acute post hemorrhagic anemia, hemorrhagic, tubal ligation status, myalgia and myosis, attention disorder with hyperactivity.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on an unknown date: a possible cystic mass in the abdomen with fluid and she was seen acutely. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.